Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an extrusion. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the audiologist, the patient experienced an extrusion of the receiver/stimulator, and was treated with antibiotics on (B)(6) 2021 for a duration of 10 days. The patient underwent surgery on (B)(6) 2021, in order to revise the implant site. The implanted device remains.